Event description:
It was stated that the insulin pump was submerged in water. After being submerged, the buttons were not responding and the display was frozen. The insulin pump was alarming button error and vibrating also. The reported blood glucose reading was 385 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display. No vibration alarm was noted.